Event description:
Caller reported a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the cgm error code did not reappear, allowing the customer to successfully start their sensor session.